Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that consult interrogation of this pacemaker was unsuccessful. It was noted that consult interrogation difficulties can occur with a low battery, and the pacemaker had been implanted for nearly six years. This pacemaker remains implanted. No adverse patient effects were reported.